Event description:
No additional information.

Manufacturer narrative:
Investigation results: three photos of 10ml luer-lok syringes were received by bd. A quality engineer was able to examine the photos from batch 3313450 regarding item 302995. One image shows the top web side of a strip of five packages with all applicable product information and discoloration in the top web on the center package near the end of the package. The next two images with a close-up image of the other shows the strip of packages from the clear side with a black bug inside the package near the end of the package. The condition observed is non-conforming per product specification. Bd canaan maintains a robust pest control program that includes strategically placed insect light traps throughout the facility. Interior insect control in combination with exterior insect control by a third party helps to ensure the maximum amount of containment for any pests that may attempt to enter the facility. Potential root cause for the foreign matter defect may be associated with the packaging process. Since the insect was inside the package outside of the fluid path, it is likely that it entered after assembly, but prior to the in-line packaging process. A physical sample is required for a more thorough evaluation and potential root cause determination. The following corrective action will be implemented: a quality alert will be issued to the plant. Completed: 03/18/24. A device history record review was completed for provided lot number 3313450 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll s/c 200 contained foreign matter. The following information was provided by the initial reporter: it was reported by customer that there is a dead fly in the packaging of 10ml syringes. Verbatim: rcc received a complaint via email. Email(s) attached. Attached are some pictures of what was found in our 10ml syringes. A dead fly in the packaging. Item#302995 lot#3313450. Additional information provided on 02/26/24: 1. Please provide the date of event. 2/19/2024. 2. Any physical sample available for investigation? Yes. 3. If sample available, kindly provide the address of the facility for us to ship the return label. Yes. 4. Did the event directly, or indirectly involve a patient or user? No. 5. Please confirm the number of occurrences. Once.